Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "during a suctioning from nasal airway the nasal airway was detached in 2 pieces (one piece was the tube and the other piece was the flange). The tube inserted in the stomach of the patient. (Cont.) The medical staff of the ICU removed the tube successfully after a lot of efforts. The physicians did laryngoscopy and endoscopy in order to remove the tube from the patient stomach. The patient has good health now".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no abnormalities were observed other than the flange detached from the tube. The outer diameter of the funnel and shaft were measured and were found to be within specification. The flange was inserted into the tube and subjected to a pull test. It was found that more than 15n is required to push the tube into the airway. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the product was released as per manufacturing standard. There was no dimensional failures found that could contribute to causing the stopper ring to easily slip off through the funnel. All products are 100% inspected at the manufacturing facility prior to release. This complaint could not be confirmed.

Event description:
Customer complaint alleges "during a suctioning from nasal airway the nasal airway was detached in 2 pieces (one piece was the tube and the other piece was the flange). The tube inserted in the stomach of the patient. The medical staff of the ICU removed the tube successfully after a lot of efforts. The physicians did laryngoscopy and endoscopy in order to remove the tube from the patient stomach. The patient has good health now".